Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet for several days, with concern that the system was delivering too much insulin despite meal announcements. Symptoms included fatigue associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrate sources and no medical intervention. Investigation included review of device-reported dosing behavior, user-reported blood glucose history, and troubleshooting education focused on announcing meals before eating and allowing the system to adapt. Investigation of this case revealed no device malfunction and indicated the event was consistent with hypoglycemia of unclear cause during the initial learning period and irregular meal patterns. It was concluded that the device functioned as designed and that user education and continued adaptation of the system were appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.